Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed an error and insulin was squirting out. The customer's blood glucose was 39 mg/dl. The customer stated that they prime the insulin pump in order to treat, and they stated that they took something to treat the low blood glucose. The drive support cap was protruded. The discontinuation of the device was advised. Nothing further was reported.